Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of four hurricane rx dilation balloons used in the same patient and procedure. It was reported to boston scientific corporation that four hurricane rx dilation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, it was noted that the balloon immediately burst upon inflation. The same issue occurred on the second, third and fourth balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.